Event description:
Related manufacturer reference number: 3006705815-2024-01929, 3006705815-2024-01930. It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller device to address the issue. During the procedure, the leads were damaged and the leads were explanted and replaced the leads. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.